Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with multiloc for the proximal humeral fracture. During drilling for distal locking screw, the drill interfered with the nail, and the surgeon could not do drilling. There was no problem before drilling. The connecting screws did not loosen. Drilling for the two distal screw holes was not possible due to interference. Therefore, drilling was performed by checking the misalignment with the hole through the k-wire and manually loading the sleeve in that direction. The surgery was completed successfully within 30 minutes delay. The surgeon guessed that good bone quality may have caused flexure due to loading of the nail at the connection between the anterior margin of the acromion and the device during insertion via ri approach. No further information is available. This report is for one (1) unk - nails: multiloc humeral. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - nails: multiloc humeral/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.